Manufacturer narrative:
(B)(4). Unable to determine the cause of the customer¿s reported silicone segment burst because the set had been discarded by the customer and will not be returned. The root cause of this failure could not be identified.

Event description:
Customer reported the silicone segment ¿burst¿ after opening the pump module door. No patient or staff harm and no medical intervention required. Customer stated that no further patient or event info is available.